Event description:
It was reported that the user experienced repeated occlusion alerts on a steel infusion set during a clinic visit and again after entering a meal announcement, which resolved after the user was advised to replace all infusion supplies before dinner to ensure insulin delivery. Symptoms included none reported. Outcomes included temporary interruption of therapy with the need to replace consumables and resume insulin delivery. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that replacing the infusion set, connector, and cartridge resolved the occlusion condition and restored insulin delivery, suggesting supply-related or site-related blockage. It was concluded that the event was due to an infusion pathway occlusion resolved by supply change, with no injury and no further intervention required.